Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the station was unable to issue multiple line item (medications) at once. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to issue medications at once. A technical support specialist remoted into the system and checked the mql (medbank myqlink) transactions. The bd application was then restarted using task manager and followed the restart, the user was able to issue meds successfully. The system functioned as intended after the technical support specialist resolved the issue. E.1 initial reporter facility: (B)(6).